Event description:
It was reported that the device will power on and the green light on the on button illuminates; however, there is no display and the device is inoperable. The device will not power off unless the on button is pressed for about 10 seconds or the battery is removed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the failure to be process residue on cable-mounted plug connector, designator p8, on the single board computer (sbc).